Manufacturer narrative:
The explanted device was expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the replacement procedure, the right atrial (ra) lead was unable to be removed from the device header. A boston scientific wrench was used, then a competitors wrench was tried, without success. The boston scientific wrench was tried again with more force applied and finally the lead was removed from the header. The chronic leads remained in use with the new device. It was also noted that the device longevity was less than expected. At the previous follow-up six months earlier, the remaining longevity was 1.5 years, but now at the change out the battery was at elective replacement time (ert). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all four seal plugs were missing. All four setscrew capture washers were bent upward, indicating a force was exerted in a counter clockwise direction. The setscrew hex slots were rounded out, indicating a wrench was not fully inserted into the hex slot before the setscrew was turned. All setscrews were stuck in the up position, but were able be loosened in the laboratory. A review of the 10 wrenches that were returned found eight were allen wrenches that were the incorrect size for the setscrews. The boston scientific torque wrench was tested and the torque measurements were within specifications in the clockwise and counter clockwise directions. The unidentified torque wrench did not ratchet in the counter clockwise direction. The damage to the setscrews and capture washers was induced, likely due to the use of non-boston scientific wrenches. Next, detailed electrical testing was performed. A review of the device memory confirmed the battery status was elective replacement time (ert), declared on (B)(6) 2017. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.